Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID, age, sex, weight and ethnicity and race were not provided for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal blister cushions assorted 5 CT USA). This report is for (compeed blisters medium 5s EU (B)(4)). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal blister cushions assorted 5 CT USA (B)(4)). (B)(4). Expiration date= ni. Lot number = ni. Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal blister cushions assorted 5 CT us). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consumer reported that compeed blister plasters were used on the heel, following product instructions. After a couple days, consumer began to feel worse heel pain and could barely walk for 2 days. Consumer sought medical attention and was diagnosed with an infection. Consumer was prescribed antibiotics for 7 days.